Event description:
It was reported through a research article that a triclip procedure was performed to treat tricuspid regurgitation (tr). Two clips were successfully implanted. One week after the procedure, the patient returned to the hospital due to a four second sinus pause, followed by frequent sinus arrests with recurrent presyncope symptoms. For treatment, a permanent pacemaker was implanted. Additional information is listed in the attached article, titled ¿his-bundle pacing from the right atrium: solving pacemaker implantation challenges post-triclip.¿

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported fainting and arrhythmia were unable to be determined. The reported patient effect of arrhythmia, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled "his-bundle pacing from the right atrium: solving pacemaker implantation challenges post-triclip."